Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse found buildup on tower pins and cleaned them. The cse ran quality controls, resulting within range. Then the cse ran patient samples, resulting as expected. The cause of the discordant, falsely low sodium results obtained on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher and matching the patients clinical history. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.